Manufacturer narrative:
(B)(4).

Event description:
It was reported that pericardial effusion was observed after the end of the implant procedure on an echo exam. The patient underwent a pericardial drainage. The lead remains implanted and active. The patient was stable and in good condition.